Event description:
It was reported to boston scientific corporation that during a sling placement and anterior repair procedure, using an advantage transvaginal mid-urethral sling system, the (B)(4) lid of the packaging of the advantage device was discovered to be partially peeled open, compromising the sterility of the device. The physician completed the procedure with another advantage transvaginal mid-urethral sling system with no complications to the patient, who was fine at the conclusion of the procedure.